Event description:
A surgeon reported that when iop (intraocular pressure) was decreased to inject perfluorocarbon liquid during surgery, air/bubbles were found in the infusion tube. The surgeon substituted with air to prevent bubbles from coming into the pt's eye. The surgery was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).